Event description:
It was reported that as the surgeon was inserting a competitor's lens and the foam tip plunger overrode and tore the trailing haptic. The incision was enlarged to remove the lens and sutures closed it.